Manufacturer narrative:
Final analysis found that the inner insulation was abraded at 25.6 cm to 25.8 cm from the distal tip. The abrasions were consistent with exposure to external forces.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2021-07153. It was reported that patient presented with noise on both the atrial and ventricular lead. The leads were explanted and replaced on (B)(6) 2021. No patient symptoms were reported and patient was stable after the procedure.